Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2938836-2019-12914, 2938836-2019-12915. It was reported that the patient presented with pain, felling hot and swelling at the implant site. At an unspecified time after the event, the patient's system was explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.